Event description:
Cpi received info that a pt with an ICD and two pmi leads may have experienced oversensing and inappropiate therapy. An invasive procedure was performed and the physican elected to replaced the two leads and the device. The two leads were capped.